Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-mar-14. The patient stated that no circumstances led to their stimulation spiking in intensity causing them discomfort and pain. The patient has tried to get an appointment to have their device tested and fixed but the physician¿s office continues to inform them that they do not know when the manufacture representative (rep) is coming so they cannot give an advanced appointment. The patient stated that their device is not working and it has now been 2 years. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastro intestinal/pelvic floor. It was reported that the patient experienced painful and uncomfortable stimulation. The patient reported that the device was acting weirdly spiking in intensity. When the patient turned off the ins, the stimulation stopped. The patient was having trouble scheduling an appointment with their primary healthcare provider (hcp). The hcp reported that the patient had scheduled 30 subsequent appointments and ¿canceled 12 and ¿no showed¿ on last date.¿ the patient was sent a physician listing letter.